Manufacturer narrative:
Iradimed corp has examined the pump and found no problems with the pump that could explain this event. A review of the pump's history event log was performed, and the initial details of the event are being reviewed with the reporter. Additional info regarding the event has been requested from the hosp. A follow up report with these findings will be provided within 45 days of this report.

Event description:
A (B)(6) pt was undergoing an MRI scan which required propofol sedation. The infusion set was setup, and connected to the pt, and the mridium pump was programmed to deliver at a rate of 11.5 ml/hr. The reporter indicated the user tried to start the pump, but it would not run, after several attempts to start the pump, the user observed the propofol container was empty. From the initial container of volume, and fluid remaining in the infusion set, it was estimated the pt received approximately 30 ml during this infusion. No injury resulted from this event.